Event description:
The distal catheter of the shunt system broke at the insertion site into the patient's stomach which then required surgery to remove and replace the catheter. Dr looked at the catheter during 2008 surgery to remove and replace the broken catheter and thought the catheter seemed to have a tear or two in it. He thought it might have been slightly torn during the process of passing the catheter, but is unsure since immediate post operative films show the catheter intact, but later show it broken. Vp shunt placed the previous month and revised on the day of surgery. Patient admitted to facility two days prior, due a bubble around the area of the abdominal incision and the bubble got worse. Diagnosis was failed vp shunt secondary to distal fracture migration; distal catheter had fractured at the distal insertion site with an oblique tear appearance; easily retrieved, shunt components were left the same except the distal catheter was exchanged out for a medtronic barium impregnated tube. Patient stable through operative procedure and to date ...

Manufacturer narrative:
Device will be forwarded to manufacturer for evaluation.